Event description:
The device used during a pulmonary biopsy procedure. Reportedly, the approximating lever broke. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.